Manufacturer narrative:
The actual device was returned to the manufacturing facility for evaluation. Visual inspection confirmed that the catheter was broken at 7mm from the tip of catheter. Microscopic inspection found that the surface of the separated piece had a partially reversed "v" shape and extended surface. A review of the manufacturing and inspection records for the reported product code/lot# combination was conducted with no relevant findings. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation findings, it is likely that the catheter tube was damaged during needle reinsertion and subjected to a pulling force. However, from the available information the definitive cause of this complaint cannot be determined. The potential for such an event is addressed in the instructions-for-use (IFU) with statements such as the following: "do not attempt to re-insert a partially or a completely withdrawn needle". Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. 9681835. Exemption number e2015026. All available information has been placed on file in quality assurance for tracking, trending, and follow up.

Event description:
The user facility reported that a piece of the catheter tube was inside the patient. Follow up communication with the user facility reported: after inserting the IV catheter unit into the vessel and checking the flash back, the catheter tube was slightly advanced. A small resistance was noted and the catheter tube and inner needle were removed together. Approximately 10 mm of the catheter tip was torn from the catheter and remained inside the patient's body. When the catheter tube was advanced, the inner needle was not moved either back or forth. The torn catheter piece that had remained in the patient was surgically removed. It was reported that the patient is under observation.